Event description:
Clinic notes received state that the patient's magnet activations are "double time-stamped" and it is not clear exactly what this means. Attempts have been made for more information including the physician's tablet sd card but have been unsuccessful to date.